Event description:
The customer reported the ac main light does not illuminate. The customer reported there was no patient involvement.

Manufacturer narrative:
The mmi board was tested and no failures were identified.